Manufacturer narrative:
The patient sample was submitted for investigation and the customer's result was verified on a cobas e601 analyzer. The result for the sample from a centaur analyzer was higher than the cobas e 601 result, but lower than the architect result. Therefore, there was no evidence to confirm the result from the cobas e 601 was incorrect. The root cause why there are differences in detected ca 19-9 results by using different methods is not known. Single samples can show different results when measured with different methods and is indicated in product labeling.

Event description:
The user received questionable carbohydrate antigen (ca 19-9) results for one patient from the cobas e601 analyzer when compared to an abbott architect i1000 analyzer. The patient received elevated ca 19-9 results from the abbott architect i1000 analyzer between 70 and 80 u/ml. The patient was skeptical of the results and went to a second laboratory for testing on a cobas 6000 e601 analyzer. On (B)(6) 2012, the result from the cobas e601 was 24.96 u/ml. The result from the architect i1000 was over 70 u/ml. On (B)(6) 2012, because of the patient complaint, the laboratory repeated the sample from (B)(6) 2012 on the cobas e601 and the result was 26.20 u/ml. On (B)(6) 2012, a new sample was drawn from the patient and the result from the cobas e601 was 28.65 u/ml. The sample was then sent to the other laboratory and tested on the architect i1000 with a result over 80 u/ml. The results from the cobas e601 and from the architect i1000 were reported outside of the laboratory. The architect i1000 result was reported to the patient and also to the clinician. The cobas e601 result was reported only to the patient. The patient was not treated in any way or adversely affected. The ca 19-9 reagent lot number was 16447704. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).